Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer stated that the pump was expose to moisture exposure in the swimming pool and pump was not working and the display was flashing and white. Customer stated that the display was not blank less than 30 seconds. Customer stated that the display was blank currently. It was reported that they inserted battery alarm did not display on the pump screen. The customer was advised to discontinue the use of the pump and to insert new or fully charged aa battery and tighten battery cap. The insulin pump will not be returned for analysis.